Manufacturer narrative:
The customer reported a patient death on a tele being monitored from the central nurse's station (cns) and ngnk. The customer wants the logs reviewed from 1:00am to 2:30am on 06/16/2025 to determine if any of the nurses silenced alarms or what the nurses' response/reaction was to each alarm during that timeframe. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following field(s) contain no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: 07/08/2025 emailed the customer via microsoft outlook for all information in the ni list above: no reply was received. Attempt # 2: 07/10/2025 I called (B)(6) to get model and serial numbers of any device(s) the reported device was connected or related to. A message was left for (B)(6) to call me back with this information. Attempt # 3: 07/14/2025 I called (B)(6) to get model and serial numbers of any device(s) the reported device was connected or related to. A message was left for (B)(6) to call me back with this information. Additional device information: d10 concomitant medical device: the following device(s) were used in conjunction with the cns: transmitter/tele: model #: ni serial #: ni device manufacturer date: ni unique identifier (UDI) #: ni returned to nihon kohden: no additional device information: d10 concomitant medical device: the following device(s) were used in conjunction with the cns: remote network station (ngnk): model #: ni serial #: ni device manufacturer date: ni unique identifier (UDI) #: ni returned to nihon kohden: no.

Event description:
The customer reported a patient death on a tele being monitored from the central nurse's station (cns) and ngnk.

Manufacturer narrative:
Details of complaint: the customer reported a patient death on a tele being monitored from the central nurse's station (cns) and ngnk. The customer wants the logs reviewed from 1:00am to 2:30am on (B)(6) 2025 to determine if any of the nurses silenced alarms or what the nurses' response/reaction was to each alarm during that timeframe. Investigation summary: the logs review showed that the device functioned correctly. The log analysis showed that several alarms were silenced by the staff at the facility. The log analysis results were provided to the customer. The following field(s) contain no information (ni), as attempts to obtain the information were made, but not provided: d10: attempt # 1: 07/08/2025 emailed the customer via microsoft outlook for all information in the ni list above: no reply was received. Attempt # 2: 07/10/2025 I called (B)(6) to get model and serial numbers of any device(s) the reported device was connected or related to. A message was left for (B)(6) to call me back with this information. Attempt # 3: 07/14/2025 I called (B)(6) to get model and serial numbers of any device(s) the reported device was connected or related to. A message was left for (B)(6) to call me back with this information. Additional device information: d10 concomitant medical device: the following device(s) were used in conjunction with the cns: transmitter/tele: model #: ni. Serial #: ni. Device manufacturer date: ni. Unique identifier (UDI) #: ni. Returned to nihon kohden: no. Additional device information: d10 concomitant medical device: the following device(s) were used in conjunction with the cns: remote network station (ngnk): model #: ni. Serial #: ni. Device manufacturer date: ni. Unique identifier (UDI) #: ni. Returned to nihon kohden: no. Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow up, what type? H11 additional manufacturer narrative.

Event description:
The customer reported a patient death on a tele being monitored from the central nurse's station (cns) and ngnk.